Event description:
It was reported that during a laser procedure, the fiber tip burned out and the tip seperated fromthe fiber shaft. The event occurred on first thirty-second laser application at 60 watts. The tip was retreived using grasping forceps through the previously placed scope as described in the product labeling. No further complicaitons were reportedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.